Event description:
A manufacturer representative (rep.) Was dispatched to the customer site to perform maintenance on the device. During maintenance, the rep. Upgraded the software version of the device, during which time, the device showed an error code indicating that the system pca needed to be replaced. The pca was replaced, but the device failed the final test. The muffler assembly was replaced, and then the device passed all tests and was returned to full operational service. There was no patient involvement. No further action required. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring.